Event description:
It was reoprted that during unpacking of the device, the coil was noted to be broken. There was no patient involvement.

Event description:
It was reported that during unpacking of the device, the coil was noted to be broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. . The product was not returned for analysis; however, based on the information provided, the investigation concluded that the handling of the device while unpacking caused the reported event.

Manufacturer narrative:
The subject device is not available.